Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt was implanted with an ipg on (B)(6) 2009. It was reported that he lost stimulation and suspended the use of his scs system approx three months ago. The pt recently attempted to recharge his ipg, but was unable to do so. Efforts to recapture stimulation with the use of a replacement charging system and programmer were unsuccessful. Surgical intervention will be undertaken to replace the pt's ipg; however, a date for the procedure has not been set.